Manufacturer narrative:
The reported event of the wrench not clicking while tightening the setscrew and difficulty loosening the setscrew was confirmed. Analysis found the setscrew inset was stripped due to the torque wrench not being fully inserted into the setscrew inset which prevented the complete tightening of the setscrew so that the wrench did not click. Then there was difficulty loosening the setscrew to disconnect the lead because the setscrew inset had been stripped while attempting to tighten the setscrew. Both problems were caused by the setscrew being stripped by the user of the wrench. Electrical testing revealed no anomalies. The device is above eri.

Event description:
During implant, loosening the set screw was not possible. After multiple attempts, the set screw was able to be disconnected. The issue was resolved by explanting and replacing the device. The patient experienced no adverse effects.